Event description:
During an in-clinic follow-up, episodes of ventricular tachycardia were observed on the device. The device successfully identified the arrhythmia and appropriately delivered anti-tachycardia pacing (atp), however, the atp was unable to convert they arrhythmia. The arrhythmia then spontaneously terminated. No allegation of malfunction was made against the implanted device. Patient condition was the suspected cause of the inadequate therapy. The patient's medication regiment was updated to avoid further cases of inadequate therapy. The patient was in stable condition.